Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer broke during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue residue was seen in the suction cups on the baffle. A visual inspection was conducted. The anterior portion of the housing mount was fractured and the dislocated piece was not returned. The remaining portion of the housing mount was inspected. Based on the results of the visual inspection the reported complaint for "break; mount housing" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer broke during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. Photographic evidence of the alleged complaint was provided by the account. The photographs show a dislocated portion of the mount. There is evidence of blood and clinical use visible in the photographs. Based on the photographic evidence provided by the account, the reported complaint for "break" was able to be confirmed. The photographs are available as an email attachment in the "correspondence" section of the record. The root cause remains undeterminable because the device has not been returned for evaluation.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer broke during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.